Event description:
It was reported that the customer was hospitalized with ketoacidosis, and the insulin pump was not delivering the insulin. The customer was ill, had nausea, pain in the upper abdomen, and had trouble breathing. The blood glucose reading was 28mg/dl by the time the paramedics arrived. It was stated that the customer was checking the blood glucose constantly and giving spontaneous boluses. It was stated that she woke up with high blood glucose and did feel sick. The customer treated and ate breakfast, and then she felt sick. It was stated that the drive support cap appears to be normal. Assisted the caller to run a manual prime test, but the insulin did not exit. It was stated that the infusion set was changed due to the high glucose level and noticed that the tubing was cracked. It was stated that the customer removed the skin and noticed a crack on the insulin pump. It was stated that she stopped using the device for some time and kept in a drawer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.